Event description:
A surgeon reports a pt an undercorrection in the left eye following refractive surgery.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional info becomes available. (B)(4).